Event description:
The patient presented with the pulse generator in back-up mode. Several attempts to perform a download failed.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
Final analysis found the pulse generator to be in back-up mode due to multiple flipped bits. The device failed to download due to the battery was at end of life (eol). After replacing the battery and downloading the product code the device functioned normally.